Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to approximately 20 mmol/l (360 mg/dl) while wearing the pod on their leg for between 49 and 71 hours. The patient¿s father reported that on (B)(6) they had to remove a pod due to a reaction at the infusion site. The father described the infusion site as having a rash, blister, irritation, redness, and bleeding. Once they noticed the reaction and the elevated bg levels, they phoned a surgery clinic for assistance. The father stated that the doctor thinks it was a post-viral rash but not 100% sure as it was discussed over the phone. The patient was prescribed steroid cream and an antiseptic cream for itching. The father was unsure of the names and dosages of the medication prescribed. The father reported that almost 2 weeks later, the patient is still not fully healed and still has a blister. The father also stated neither they nor the doctors are sure if the reaction is related to the pod. A new pod was applied, and bg values decreased.